Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 290mg/dl, and she was treated with insulin. The customer stated that she had nausea, vomiting, and ketones. The customer stated that she possible had a virus. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found a low reservoir and no delivery alarms. The customer stated that she does not know if the cannula was bent or occluded when they removed it. Reminded the caller to change the infusion set every two to three days. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.